Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm started to open and close for about four (4) minutes, once the start command has been given. Then, it gave an error message related to its malfunction. The clamp has been completely cleaned. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in hasselt, belgium. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: arterial clamp was not working and gave the following error message "arterial clamp broken". The unit has been shipped to livanova deutschland for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The clamp was opened, cleaned, and disinfected. The error couldn't be reproduced; the unit successfully passed functional test and technical safety inspection. Based on the collected information, it cannot be excluded that the root cause of the reported issue was a temporary bad/loose connections between the clamp control board and the rotor, a false contact or some oxidized electronics on the clamp boards that was likely re-established by the technical activity performed at livanova deutschland during contact cleanings. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure.

Manufacturer narrative:
UDI related data quality updates only. D1. Brand name has been corrected and updated in the dedicated section.

Event description:
See initial report.